Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device made an unusual noise, was heating up and failed rotational speed assessment. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The device was disassembled; and it was found to have a lot of corrosion and debris. It was determined that this was due to improper cleaning/immersion during cleaning which is failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.